Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the patient that the foley insertion trays were missing the prefilled syringes.

Event description:
It was reported by the patient that the foley insertion trays were missing the prefilled syringes.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect operation". The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.